Event description:
The micro sagittal saw was returned for service. Upon eval at the MFR, it was found to overheat. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, the eccentric ball bearing on the driver was found to be damaged.